Manufacturer narrative:
One 10.5f fast-cath trio introducer sheath was received for evaluation. The sheath tubing had been detached from the sheath hub. Dissection of the sheath hub and visual inspection of the sheath tubing revealed all components were present and met specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tubing detachment is consistent with damage during use.

Event description:
The irrigation tubing detached from the sheath hub, not the sideport as previously reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure a sideport detachment occurred. The sheath set was replaced to continue the procedure. There were no adverse patient consequences.